Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed battery out limit, then another error alarm. The blood glucose reading was 400 mg/dl, which the customer treated with manual injections. He stated that he had received multiple battery out limit alarms when the batteries had only been out of the device for less than a minute. The battery out limit alarm did not occur after he checked to see that the battery cap was securely fastened. Advised that the insulin pump had experienced an unexpected restart. Advised him to monitor the device. Troubleshooting for high blood glucose was declined. Nothing further reported.